Manufacturer narrative:
The cartridge instructions for use states: the t:slim cartridge is for single use only. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the pump cartridge. The cartridge had been reused/refilled twice. Blood glucose was not impacted. Tandem technical support informed the customer that the cartridge was labeled for single use. The customer successfully loaded a new cartridge and resumed insulin delivery.